Manufacturer narrative:
(B)(4). The proglide devices were used in a calcified vessel. Per the instructions for use, it states: the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported suture break; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other proglide and the starclose se referenced are filed under separate medwatch report numbers.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted using a proglide device with a 6f sheath after a diagnostic procedure. Reportedly, a knot lock occurred. A second proglide device was used and a suture break occurred during knot advancement. A starclose se device was used. Reportedly, after clip deployment the device was difficult to remove from the access site. Two pins were used to open the access ports to release the locking mechanism. The device was still difficult to remove. The device was pulled with more force and was removed. Hemostasis was achieved with the starclose clip and fifteen minutes of applied manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide and starclose se devices. No additional information was provided.